Event description:
It was reported that the patient presented with a non sustained lead noise episode which recorded true lead noise. The noise could not be reproduced through testing. The lead and ICD were explanted and replaced. No patient complications occurred during explant procedure.

Manufacturer narrative:
The reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomaly was found. The root cause of the noise could not be determined.

Event description:
It was reported that the patient presented with a non sustained lead noise episode which recorded true lead noise. The noise could not be reproduced through testing. The lead and ICD were explanted and replaced. No patient complications occurred during ex...

Manufacturer narrative:
The reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and using autom...